Event description:
The customer claims that after surgery the doctor inserted and placed the catheter on the pt. However, the measuring value drift and did not become steady. The problem was solved with replacing the catheter. No pt injury was reported.